Event description:
It was reported that a drill bit broke off in the patient on (B)(6), 2014. The broken portion remains in the patient. The podiatrist was performing a bunionectomy on the patient and as he was drilling, the bit broke off at the half way mark. It is unknown whether too much force was being applied by the surgeon; the drill bit may have torqued or hit a kirschner wire. There was no surgical delay and the procedure was successfully completed. There was no patient harm or any other complication. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product code: hsz. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.